Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the right atrial (ra) lead spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminals. This laboratory finding may have contributed to the reported clinical observations.

Event description:
This device was subsequently explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. When the patient presented, there were low amplitude measurements on the right ventricular (rv) lead which had been fluctuating. Atrial oversensing was noted on the competitor right atrial (ra) lead resulting in no pacing. Additionally, there were high threshold measurements and fluctuating impedance measurements between 480 ohms to 1000 ohms on the ra lead. The device information was submitted to boston scientific technical services (ts) for review. Ts noted the available stored electrograms (egm) do not show clear evidence to explain patient's syncope. A ra lead issue was suspected. Some programming changes were performed and the patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.